Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) follow up check the patient was noted to have a drop in left ventricular ejection fraction (lvef) from fifty percent to thirty-five percent in approximately one month. Device check revealed the patient was ventricular paced eighty-eight percent of the time. Despite the patient condition, the patient was feeling much better than prior to the leadless ipg implant. Physician suspected the drop in lvef was due to high percentage right ventricle pacing. The patient was prescribed ace inhibitor and beta blocker, and no further decline occurred. Subsequent, follow up check revealed improved lvef to forty-five percent. The leadless ipg remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance cardiovascular group clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval network cardiovascular group clinical study.